Event description:
A consumer's wife reports that her husband sees a yellow cast to everything following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested from the consumer on 09/05/2008 by email. The consumer has not provided surgeon's contact information for follow-up.